Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and simple partial seizures ("jack of sleep") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypothyroidism, malignant neoplasm of rectum, dizziness, hepatic enzyme increased, shortness of breath, sinusitis, neck pain, dyspnea, uterine bleeding, soft tissue foreign body, ovarian cyst, pelvic adhesions and deep dyspareunia. Concomitant products included levothyroxine. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), tooth disorder ("dental problems"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and abdominal distension ("gastrointestinal or digestive system condition type bloating"). In 2014, the patient was found to have weight increased ("weight gain/loss(specify which one):weight gain"). In 2018, the patient was found to have hormone level abnormal ("hormonal changes describe: taking medication for hormonal imbalance"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), simple partial seizures (seriousness criterion medically significant), hypoaesthesia ("numbness"), paraesthesia ("tingling of arm and leg"), back pain ("lower back pain/back pain") and insomnia ("sleep loss"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, simple partial seizures, hormone level abnormal, vaginal haemorrhage, menorrhagia, tooth disorder, fatigue, weight increased, migraine, headache, abdominal distension, hypoaesthesia and paraesthesia outcome was unknown and the back pain was resolving. The reporter considered abdominal distension, back pain, fatigue, headache, hormone level abnormal, hypoaesthesia, insomnia, menorrhagia, migraine, paraesthesia, pelvic pain, simple partial seizures, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Pathology test - in (B)(6) 2013: uterus with cervix, bilateral fallopian tube. Resection: benign endometrium without significant histopathologic change. Benign endocervix with focal endocervical cystic glandular dilatation. Right fallopian tube without significant histopathologic change. Left fallopian tube with benign associated paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : losing her teeth,pelvic pain,headache,numbness,paresthesias,menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received :following events were added : hormonal changes describe: taking medication for hormonal imbalance,abnormal bleeding (vaginal,menorrhagia),dental problems,fatigue,weight gain/loss(specify which one):weight gain,migraines,headaches,gastrointestinal or digestive system condition type bloating,lower back pain,jack of sleep,numbness,tingling of arm and leg.historical drug added.concomitant condition and drug added.reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.